Event description:
Note: this report pertains to the 3rd of three malfunctions occurring in the same patient. It was reported to boston scientific corporation in 2007, that a resolution clipping device was used in a gi bleed procedure (adult patient, age, gender, and weight unknown). According to the complainant, after grasping the tissue, the clip "failed to disengage from the delivery system." An attempt to remove the clip from the tissue "resulted in exacerbation of the bleeding." The procedure was completed with a competitor's clipping device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore the relationship between this device and the reported event is unknown. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. The shipment history identified three lots associated with the resolution clipping device as the most recent lots shipped to the customer prior to the receipt of the complaint: the device history record for each of these lots was reviewed; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for these three lots. The july 2007 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00277 & 6000048-2007-00278.